Manufacturer narrative:
No other information is available at this time. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). The device was subsequently explanted and the patient received an upgraded device. This product issue will be re-evaluated if additional information is received.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) with a competitor right ventricular (rv) lead exhibited a high pacing lead impedance measurement of more than 2000 ohms. During system follow up, a malfunction on the competitor lead was observed. Additional information was received that the competitor rv lead was capped and was surgically abandoned. The cause of the high pacing impedance measurement was not determined. No adverse patient effects were reported. The device remains in service.